Event description:
I experienced a spontaneous burning sensation at the site of my dexcom g7 sensor immediately after the sensor expired on day 10. The burning felt internal -- beneath the skin and occurred without any external trauma or motion. The sensation was intense, sharp, and localized to the sensor wire insertion site. Within minutes of the burning event, I began experiencing systemic symptoms including nausea, lightheadedness, and general weakness. I did not have a fever, and my blood glucose was in range, ruling out hypoglycemia as a cause. The sensor was removed shortly afterward. The wire appeared intact, with no visible corrosion, but the insertion site remained sensitive and irritated. I do not have a history of adhesive allergies or prior reactions to dexcom sensors. This was not my first time using the g7. I am reporting this in case it indicates a rare electrical event, chemical breakdown, or an emerging pattern with g7 sensor expiration reactions. I believe further analysis of the returned sensor should be valuable for product safety.